Event description:
Possible weight loss inaccuracy. The gambro technical services rep found a loose locking adjustment nut on the ultrafiltration pump. The locking nut was adjusted and the pump calibrated. No pt injury or medical intervention was reported.